Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure during deployment the leading haptic was poorly curled/almost straight. Upon insertion it opened backwards and pointed directly down into the capsule. The surgery was completed on the same day. Additional information has been received and stated that there was no patient harm.